Event description:
During a procedure, the high pressure tubing from a merit kit popped off of the injection machine. One staff member was sprayed in the face.

Manufacturer narrative:
Device evaluation: there is no product returning to merit for evaluation. The customer reported that the syringe used in the procedure was a liebel flarsheim syringe. The complainant reported that the threads on the syringe are finer than what is normal on a syringe. They believe that the failure is due to the mismatching of the threads. However, no product is being returned, so no conclusion can be drawn.